Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger not charging batteries) has been confirmed. Upon evaluation, the j5 component on the bedside pca board was found to have contamination. The j5 component is an 8-pin pitch header. This caused the charger not to be able to charge a battery. The root cause for the contamination cannot be positively determined. No adverse event resulted from the contamination on the board. The pt received a replacement battery charger.

Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that the pt's batteries were not holding a charge. The charger then also displayed a "defective battery" message. The pt was issued a replacement charger.